Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited longevity estimate that was shorter than expected. The ipg remains in use but will be replaced sooner than initially planned. No patient complications have been reported as a result of this event.